Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of inaccurate reading was confirmed during fse (field service engineer) testing and subsequently confirmed during dchu investigation process. According to work order # (B)(4) the fse reported that temp probe was replaced and calibrated in hta. The fse tested with manual temperature probe to match srm (smart remote manager) temp probe to match temperatures. The report was closed. During dchu visual inspection: pn 136355-01: was received with signs of overheating and discoloration along the probe cable. During dchu testing: pn 136355-01: dchu testing was not required due to the observed localized overheating in a section of the cable, which rendered the component unsuitable for functional evaluation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue medes -inaccurate reading was determined to be due to a thermally damaged assy srm buffered temp probe (pn 136355-01), which compromised the reading of the temperature probe.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager (srm) read temperature inaccurately. As per part investigation, it was determined that there was thermal damage observed on the assy srm buffered temp probe. There were no adverse events or injuries reported based on this event.